Event description:
On 11/06/2015 additional information was received from a company representative (rep) indicated they made a catheter contrast study and the results showed that although they injected up to 5ml of imaging solution (omnipaue) they were unable to observe the radiopaque solution passing through the catheter. It appeared to be that the problem was related with a complete occlusion. It was noted it should be surgically repaired. On (B)(6) 2015 the physician decided that the pump should be replaced. Refer to manufacturer report number: catheter - 3007566237-2015-03573.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient from (B)(6) who was receiving intrathecal lioresal 1000mcg/ml (90mcg/day) via an implanted infusion pump. On approximately (B)(6) 2015, the patient began to experience an increase in spasticity; it was described that the spasticity had returned as though the pump was never implanted. On (B)(6) 2015, the patient was seen by the physician and diagnosed with a urinary tract infection. The patient was started on antibiotics for the treatment of the urinary tract infection. On (B)(6) 2015, the patient was still having increased spasticity; the issue had not resolved. The patient's status was reported as "alive - no injury." Follow-up was being conducted to determine cause of the increased spasticity and outcome. Additional information was provided by the company representative on 2015-11-01. The patient had reportedly been seeing another hcp for a while, as his managing hcp was abroad. The plan was to check the catheter, but the hcp gave an appointment on (B)(6) 2015. Until this time, the patient will be using oral baclofen and he continued to use his antibiotics for uti. The patient's relatives asserted that he became relaxed after taking oralbaclofen, and that he was not a lot better. The catheter will be tested, and after the test, a decision will be made for further studies. The estimated eri showed that 17 months were left with the pump. After the test the company representative will give more information. Additional information was requested regarding serial numbers, implant date, cause, and a resolution. Should the information become available, a follow-up will be submitted.

Manufacturer narrative:
Event date was updated. (B)(4).

Event description:
Additional information was received from the company representative indicating that on (B)(6) 2015, the pump was replaced. A few tests were performed to figure out the problem, and it was found that the pump was okay; however the problem was infection related. The pump would be already changed in a few months because of the battery. Therefore physicians decided to change the pump after the infection treatment. Both the pump and catheter were replaced. It was noted that the catheter serial number and drug lot number were unavailable. It was also confirmed that the first known pump symptoms occurred on (B)(6) 2015. The indication for use was multiple sclerosis. No further information was provided.